Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one digital photo was reviewed. The distal portion of the delivery system is visible in the photo. The stent graft is partially protruding from the distal end of the delivery system. The investigation can be confirmed for partial deployment. In the background of the photo more of the grey outer catheter of the delivery system is noted. Conclusion: the device was not returned. One digital photo was provided. The investigation can be confirmed for partial deployment based on the returned photo. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of the endovascular stent graft, the stent partially deployed and then would not deploy any further. It was then reported that the device was retracted without incident and another stent graft was used to complete the procedure. There was no reported patient injury.